Manufacturer narrative:
Analysis of the provided settings by technical services confirmed that the estimated longevity of that device is between 5.3 years (with lead impedances of 500 ohms) and 8.5 years (lead impedances 1000 ohms) if the device was implanted in 2002 , that device had a normal longevity and should be scheduled for replacement when elective replacement indicator (eri) is triggered. At this time this device remains implanted thus no analysis will be conducted. Should additional information becomes available this event will be updated.

Manufacturer narrative:
Additional information noted that this device was returned. Upon analysis this investigation will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific received information that this pulse generator (pg) was alleged to deplete prematurely after the longevity of the device dropped from 3 years to 6 months in two months time. At this time the device remains implanted. No adverse patient effects were reported.